Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of asthenia ('weakened general condition') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced asthenia (seriousness criterion medically significant), migraine ("migraine"), laryngeal disorder ("laryngology problems"), sinus disorder ("sinus problems"), ear disorder ("ear problems"), muscle rupture ("numerous muscle ruptures"), myalgia ("muscle pain"), tendon disorder ("tendinopathies"), epicondylitis ("epicondylitis"), nausea ("nausea regularly"), blister ("vesicle"), gastrointestinal disorder ("colopathy") and biliary cyst ("biliary cysts") and was found to have uterine leiomyoma ("myoma"). The patient was treated with surgery (ear surgery, myoma removal, sinus surgery, tonsils surgery and vesicle removal). Essure treatment was not changed. At the time of the report, the asthenia had not resolved and the uterine leiomyoma, migraine, laryngeal disorder, sinus disorder, ear disorder, muscle rupture, myalgia, tendon disorder, epicondylitis, nausea, blister, gastrointestinal disorder and biliary cyst outcome was unknown. The reporter provided no causality assessment for asthenia, biliary cyst, blister, ear disorder, epicondylitis, gastrointestinal disorder, laryngeal disorder, migraine, muscle rupture, myalgia, nausea, sinus disorder, tendon disorder and uterine leiomyoma with essure. The reporter commented: patient mentioned also numerous infiltrations without specification. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(6)) on (B)(6) 2021. The most recent information was received on 11-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of asthenia ('weakened general condition') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced asthenia (seriousness criterion medically significant), migraine ("migraine"), laryngeal disorder ("laryngology problems"), sinus disorder ("sinus problems"), ear disorder ("ear problems"), muscle rupture ("numerous muscle ruptures"), myalgia ("muscle pain"), tendon disorder ("tendinopathies"), epicondylitis ("epicondylitis"), nausea ("nausea regularly"), blister ("vesicle"), gastrointestinal disorder ("colopathy") and biliary cyst ("biliary cysts") and was found to have uterine leiomyoma ("myoma"). The patient was treated with surgery (ear surgery, myoma removal, sinus surgery, tonsils surgery and vesicle removal). Essure treatment was not changed. At the time of the report, the asthenia had not resolved and the uterine leiomyoma, migraine, laryngeal disorder, sinus disorder, ear disorder, muscle rupture, myalgia, tendon disorder, epicondylitis, nausea, blister, gastrointestinal disorder and biliary cyst outcome was unknown. The reporter provided no causality assessment for asthenia, biliary cyst, blister, ear disorder, epicondylitis, gastrointestinal disorder, laryngeal disorder, migraine, muscle rupture, myalgia, nausea, sinus disorder, tendon disorder and uterine leiomyoma with essure. The reporter commented: patient mentioned also numerous infiltrations without specification. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.